Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were 9 mm in diameter and they were severely calcified. It was reported that the delivery system was attempted to be inserted through both iliac arteries; however, due to the calcification that was not possible and the delivery system kinked. The device was removed from the patient. A large sheath was inserted followed by implant of another manufacturer's device. No additional clinical sequelae were reported, and the patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation: results: (severely calcified vessels). Conclusion: (severely calcified vessels).